Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue. During drain one of peritoneal dialysis therapy, the patient line disconnected from the patient while they were asleep. The technical service representative assisted in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.